Event description:
During a volume control ventilation (vcv) mode the carestation 750 stopped ventilating the patient. Alarms were triggered and the patient was manually bagged. The response from the vendor is in the attached fmi [functional mock-up interface]. We were originally told it would be a replacement of the vent engine, but ge has now released the correction as a repair kit. We are waiting for these to arrive and instructing our anesthesia staff to be advised.